Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports they want assistance to update basal rates. Customer is on a new diet which is causing recent lows. Blood glucose levels are 58mg/dl, 60mg/dl and 52mg/dl. Customer declined troubleshooting for low blood glucose.